Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center.the customer reported an article defect, a short circuit was found in the motor cable during evaluation, therefore we can confirm this complaint. The motor cable was replaced and the device was cleaned, tested and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the short circuit. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado hp w handcontrol was defected. No patient consequence and no surgical delay was reported. No additional information was provided.